Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient complained of anterior knee pain. A picture of the explanted insert shows the device is damaged. Update 10 april 2018, medical review indicates: the femur and tibial device have different rotatory projections with the femoral component skewed. Relative to the normal tibial projection, the femoral component has probably a rotatory malposition.

Manufacturer narrative:
An event regarding revision due to pain involving a triathlon insert was reported. While it is stated in the operative notes that the patient is experiencing pain, there is no indication that the pain the patient is experiencing is linked to the insert component. Method & results: -device evaluation and results: not performed as no product was returned for evaluation. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: suboptimal bone resection during preparation of the triathlon patellar device in combination with rotatory malposition in the knee joint of probably the femoral component (but alternatively the tibial) has contributed to a local overload condition over the lateral facet of the patellar device causing anterior knee pain and hyperpressure damage of the polyethylene requiring revision surgery. -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has been no other event for the reported lot referenced. Conclusions: the medical review indicated that suboptimal bone resection during preparation of the triathlon patellar device in combination with rotatory malposition in the knee joint of probably the femoral component (but alternatively the tibia) has contributed to a local overload condition over the lateral facet of the patellar device causing anterior knee pain and hyperpressure damage of the polyethylene requiring revision surgery. There is no indication that the pain of which the patient complains is related to the insert component.

Event description:
Patient complained of anterior knee pain. A picture of the explanted insert shows the device is damaged. Update (B)(6) 2018, medical review indicates: the femur and tibial device have different rotatory projections with the femoral component skewed. Relative to the normal tibial projection, the femoral component has probably a rotatory malposition.